Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial# (B)(4) ubd: 13-jan-2021, UDI#: (B)(4), implanted: (B)(6) 2017, product type: extension .product ID :3389s-40, lot#: va1dbv8, ubd: 11-oct-2019, UDI#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) of a clinical study regarding a patient with an implantable neurostimulator (ins). It was reported the patient was being admitted by neurosurgery for wound exploration of a new skin erosion. The right posterior auricular subject's CPAP strap had been irritated and eroded the skin over the connector site. The patient was hospitalized. There were no signs of an active infection, cultures were taken and the subject was put on precautionary antibiotics until the lab report on cultures was received. The cultures were positive for coagulase and negative for staph infection. Surgical intervention included wound debridement, connector cover replacement, and repositioning of extension and lead wires to a more midline position. The etiology was stated as related to the device/therapy and not related to the implant procedure. The event was considered ongoing. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from an hcp of a clinical study indicated the issue resolved without sequelae (B)(6) 2019.